Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. The physician suspected that this ipp had sticky pump. The device was removed. No patient complications reported.